Manufacturer narrative:
Correction: h5 - corrected to address that the physician had difficulties removing the lead and b5 - should be "1670 - use of device problem" instead of "2547 - separation failure".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, the lead exhibited retraction failure and the helix was stuck in the septum, which made it difficult for the physician to remove the lead. The physician was eventually able to remove the lead and the helix was damaged. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of helix damage was not confirmed while the reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torqued to the connector pin, the helix could be extended and retracted. Additional x-ray examination was performed and the helix was found to be normal. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. No other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, the lead exhibited retraction failure and failed to separate from the septum. Additionally, the helix was damaged. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.